Event description:
Multiple occlusion alarms were reported. The incident led to the user's blood glucose level rising to 24 mmol/l, while ketone levels were recorded at 2.2. The customer changed her infusion set a couple times as well as the cartridge but the alert recurred. She also tried to perform a bolus via the pump but the alert recurred. Due to not having a backup therapy at home, customer visited the emergency room visit and was hospitalized for further observation and insulin treatment. The issue was resolved after receiving insulin in hospital, with no injury or permanent damage incurred, and the user was discharged the next day. A full pump system check was performed; no issues were identified with the pump, cartridge, or infusion set and the device was reported to be functioning as intended.